Event description:
It is reported that a trial inserter tip broke upon impaction. No delay and no adverse consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, labelling review, risk assessment. Result: the reported event was confirmed via correspondence with the sales representative, as well as visual inspection of the returned device. Per correspondence with the representative, the disc space was not too tight with the trial size used (12x28x33x12 deg). The surgery was performed at the l4-5 level. The surgeon did not apply any cantilever force when the tip broke off. No distraction was applied during trial insertion. There were no broken fragments. The instrument has been used several hundreds of times. The representative has had the instrument for 5 years. The IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. This device was almost 10 years old at the time of the reported event. Conclusion: plausible root cause is concluded to be "normal wear based on age and extensive use of the device."

Event description:
It is reported that a trial inserter tip broke upon impaction. No delay and no adverse consequences to the patient is reported.